Event description:
During an implant procedure the guidewire became stuck in the lead, lead and guidewire were removed. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).